Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up will be submitted with all relevant information. The second proglide is being filed under a separate MFR number.

Manufacturer narrative:
(B)(4). Evaluation of the returned device found that the foot was properly parked inside the guide as returned. During the evaluation, the lever was activated and the foot deployed and parked without a problem. There was no foot surfing mark on the posterior foot. There was no abnormal observation with the condition of the returned device that could have contributed to the reported complaint. Based on the investigation findings, the device was deployed successfully and a definitive cause for the reported experience could not be determined. No manufacturing or quality issue was detected. A review of the finished product lot history record did not reveal any manufacturing related non-conforming material records associated with this lot.

Event description:
It was reported that a physician trained in the use of the perclose proglide device attempted arteriotomy closure of the left common femoral artery after an interventional procedure. Reportedly, after needle deployment, an attempt was made to park the foot, but the device was reported to be 'stuck'. The device was pulled out and a second device was used with the same results. Surgical intervention was required to achieve hemostasis. There was no reported adverse patient sequela. Though requested, additional information was not provided.